Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave amplitude was observed. The lead was capped and replaced on (B)(6) 2016. Externalized conductors were observed during the procedure. The patient received no consequences.